Manufacturer narrative:
(B)(6); (B)(4) - no code available (stent, difficulty crossing lesion). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex precision colonic stent was used during a colonic stenting procedure in the sigmoideum for a colon tumor, performed on (B)(6) 2010. According to the complainant, the stent was being placed to treat a malignant stricture located 35cm distal from the rectum. During the placement of the stent over the guidewire, the physician reported that he had to push rather hard to get the catheter through the very tight stricture. The stent was deployed and expanded successfully. An abdominal overview x-ray was performed after the procedure and everything looked normal with no gas leakage in the area of the stenting. The patient was reported to be in good condition. On (B)(6) 2010, 2 days after the procedure, the patient reported pain and an x-ray revealed small amounts of free gas in the abdominal cavity, diagnosed as a colon perforation. Emergency surgery was performed, which confirmed a perforation in the colon in the area where the stent had been placed. A colostomy was performed, along with removal of the strictured, tumor tissue. The stent was explanted during this procedure, and no other stent was placed. The physician alleged no failure of the stent, but stated that most likely the stent's radial force was too strong for the very fragile tumor stricture, thus causing the perforation. The procedure itself was reported as a contributing factor to the event. The patient's condition at the conclusion of the procedure was reported to be "stable", and remaining hospitalized.